Event description:
User received an erroneous hemoglobin a1c result for one patient sample. Initial result was 2.2 % and was reported. The physician requested a repeat of the sample and in 2009, a result of 6.82 % was generated. User said the patient did not have treatment withheld nor did she receive treatment that was inappropriate based on the erroneous result.

Manufacturer narrative:
The user explained the issue as the patient was a difficult draw and the first sample was a short sample. She said they transferred the remaining sample into a cup and reran it without further errors. The sample result was inappropriately reported by a technologist and was not indicated to have occurred as a result of analyzer or reagent malfunction.